Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device was not working correctly. The patient said she was swollen after implant until (B)(6) of 2016. The patient noticed it was moving around in the spring of 2016. The device was removed on (B)(6) 2019 and the issue was resolved. The device was at the pathology center of the hospital. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and degen disc disease/herniated disc pain. It was reported that the patient had an older device that they didn't have removed. The patient said that the service person was not available at the moment and was out of state. The patient also mentioned "the device is coming out of me... Without my permission and is moving around in my body". No symptoms were reported. No further compilations were reported.